Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Mfg site name - endochoice. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used on (B)(6) 2018. According to the complainant, while cleaning the suction channel of a scope, the tip of the brush broke off and remained lodged inside unnoticed. The scope was then used on another patient and it was noted that the suction capacity was different. The hedgehog brush was discovered inside the suction channel and was removed with a pair of forceps. The procedure was completed with a different endoscope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual analysis found the device was returned without the small brush end attached. There were no significant signs of stress or deformation on the missing end of the brush. There was no visible damage on the remainder of the brush. Based on the details of the complaint and the investigation, the most probable root cause is handling damage, since the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used on (B)(6) 2018. According to the complainant, while cleaning the suction channel of a scope, the tip of the brush broke off and remained lodged inside unnoticed. The scope was then used on another patient and it was noted that the suction capacity was different. The hedgehog brush was discovered inside the suction channel and was removed with a pair of forceps. The procedure was completed with a different endoscope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.